Event description:
It was reported that the cartridge was leaking from the fill rod. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 565 mg/dl. Customer administered manual injections to address bg level.